Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis remains unknown; however, this adverse event may have been attributed to non-adherence to aseptic technique during ccpd therapy and not involving a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Non-adherence to aseptic technique is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human urinary, gastrointestinal, and respiratory tracts (3). Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, this 82-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he experienced an abdominal infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with serratia marcescens in the culture and a wbc count of 1431/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient is advancing in age and more than likely did not adhere to all aseptic precautions during ccpd therapy on the liberty select cycler at home but could not be confirmed. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) ceftazidime at 1000 mg every day for two weeks and ip gentamycin at 0.6 mg/kg body weight every day for two weeks. The patient recovered from his symptoms but has experienced diarrhea as a side effect of the antibiotics. It was affirmed the patient¿s diarrhea was solely attributed to antibiotic therapy and not due to pd therapy or the use of any fresenius product(s) or device(s). It was confirmed, though the root cause of this adverse event remains unknown, there was no indication this patient¿s peritonitis was due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, this 82-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he experienced an abdominal infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with serratia marcescens in the culture and a wbc count of 1431/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient is advancing in age and more than likely did not adhere to all aseptic precautions during ccpd therapy on the liberty select cycler at home but could not be confirmed. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) ceftazidime at 1000 mg every day for two weeks and ip gentamycin at 0.6 mg/kg body weight every day for two weeks. The patient recovered from his symptoms but has experienced diarrhea as a side effect of the antibiotics. It was affirmed the patient¿s diarrhea was solely attributed to antibiotic therapy and not due to pd therapy or the use of any fresenius product(s) or device(s). It was confirmed, though the root cause of this adverse event remains unknown, there was no indication this patient¿s peritonitis was due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.